Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Event date has been changed to (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 378 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported having problems navigating through the pump menu. The customer also stated that they were high for 3 days and could not lower their blood glucose. The customer also stated that they were going through the pump and messed up the settings. The insulin pump will not be returned for analysis.